Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. Philip's field service engineer (fse) attempted to calibrate the touchscreen unsuccessfully. The fse replaced the touchscreen and performed calibration and the required safety test. The unit was ready for clinical use.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 16jan2019. Failure analysis on the returned ouch screen shows that the customer complaint of ¿touchscreen calibration failure¿ was duplicated, but calibrating the touchscreen resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.